Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that catheter removal difficulties and stent damage occurred. The target lesion was located in a coronary artery. A 2.5x8mm promus premier¿ drug-eluting stent was advanced to treat the lesion. When the device was removed, it would not pass and it was noticed that the stent was mangled. No patient complications were reported.